Event description:
Mentor silicone breast implants are ruptured. Placed in (B)(6) 2016. On (B)(6) 2025 MRI shows both have intracapsular ruptures. Need to have removed asap. Ref report: mw5172510. Pt code: 1924. Device code: 1546.